Manufacturer narrative:
(B)(4). Video evaluation results: a video of the surgical procedure was received by glaukos and an evaluation of the video completed on 09/11/2017 provided the following findings. Upon completion of the procedure, the stent was not properly seated in schlemm's canal. The main body and snorkel were clearly visible. Proper implantation of the stent would not show the main body of the istent during gonioscopy. This indicates that the main body of the device was not properly seated behind the trabecular meshwork. Due to the stent not being seated properly in the trabecular meshwork, it is believed that the stent moved from its original position, resulting in what appeared to be the main body facing forward and the snorkel facing inward. This may have led the surgeon to believe that the snorkel and main body had "broken off." The root cause of the reported issue is likely user handling as the stent was not properly implanted, which resulted in the stent moving and reorienting from its original location. MFR reference # (B)(4).

Manufacturer narrative:
The device remains implanted in the patient and is not available for evaluation. The device history records were reviewed for this manufacturing lot and there were no non-conformities found to be related to the reported event. Any omitted information was not available at the time of initial report. Written correspondence has been sent to the surgeon requesting the outstanding information. Subsequent attempts will be made as necessary. Stent obstruction is identified in the device labeling as a known inherent risk of glaucoma stent surgery. The device labeling addresses the design, which mitigates against this alleged malfunction. The stent has a single piece design manufactured from titanium. Implant grade titanium (astm-f136 compliant) is well documented in the literature to be a strong, medical grade, biocompatible implant material that can be used in ophthalmic, dental and orthopedic applications for 20 years or longer. We are unable to confirm a device malfunction as the product remains implanted and imaging did not provide any meaningful images. (B)(4).

Event description:
The surgeon reported that a patient in a clinical trial presented one day following an uncomplicated cataract surgery and istent implantation with stent obstruction by iris. At the one month postoperative visit, the stent snorkel appeared to be broken or missing. There was no corneal edema or corneal opacity and no anterior chamber cell or flare. The patient was able to read 53 letters at 4 meters. The surgeon attempted anterior segment optical coherence tomography (oct) to capture images of the stent, but no meaningful images could be captured.